Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. A root cause has not been identified. (B)(4).

Event description:
A health care professional reported that during intraocular lens (iol) insertion during a cataract removal with iol implant procedure, the lens was delivered at such speed that it went through the capsular bag. Anterior vitrectomy was performed. It is unknown whether the iol was implanted or not. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided in a returned questionnaire. The iol was trapped in the cartridge then came out in a sudden rush. The posterior capsular tear was large, located infer-nasally, with vitreous presentation. Another iol was implanted in the sulcus.